Manufacturer narrative:
The device was received at the local service facility for investigation. The technical service report indicates: rf issues. Serfas wand intermittently working during case. Stopped suctioning but pump working fine with shaver. Changed rf handpiece and same issues occurred. Please investigate. Details below: reported by the customer: rf issues. Serfas wand intermittently working during case. Stopped suctioning but pump working fine. With shaver. Changed rf handpiece and same issues occurred. Please investigate. P/n: 04751000001 s/n: (B)(6). Summary of evaluation: fault found, was not able to replicate the fault reported device does not recognise expired probe or shaver. Action taken, replaced receptacle board as a precaution r, eplaced front board, software updated 1.1.02-1.1.10, completed device identification update, erased the error log. Tests qip, function test soak test, electrical safety test- est116707 passed all tests, this item has been repaired and fully tested as per the manufacturer's quality inspection. Probable root cause: hardware failure, software error due to hardware failure, damaged receptacle board, damaged power board, front board failure, loose flex cable, damage to console during shipping/ handling, electromagnetic interference (emi) from rf communication, hf surgical instruments, esd, or power surge, insufficient cybersecurity (cf). The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the serfas wand was intermittently working during the case. It stopped suctioning but the pump was working fine with shaver. Changed rf handpiece and the same issues occurred.

Event description:
It was reported that the serfas wand was intermittently working during the case. It stopped suctioning but the pump was working fine with shaver. Changed rf handpiece and the same issues occurred.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.